Event description:
It was reported by service report that the brakes had intermittent issues. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift mechanism lost lower limits. Screw brakes out of alignment.